Event description:
An altitude alarm was reported in the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided advice to prevent future altitude alarms, and the caller successfully resumed insulin delivery using the original cartridge without needing to replace it.